Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and was unable to duplicate the reported issue. Physio replaced the main keypad assembly and the printer/12 lead keypad assembly as a precaution. Thereafter proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that multiple buttons on their device were not functioning. In this state defibrillation therapy may not be available to a patient if needed. The customer advised that only the on/off button and the speed dial were operational. This occurred when performing a routine nibp measurement on the patient. The customer stated that later they were unable to duplicate the reported issue. This issue is patient related; however there was no adverse patient outcome reported. No further details were provided by the customer. Physio-control has made multiple attempts to contact the customer for further information on the event and patient, but has been unsuccessful.

Manufacturer narrative:
Gtin/device identifier (di) number ¿(B)(6).

Event description:
The customer contacted physio-control to report that multiple buttons on their device were not functioning. In this state defibrillation therapy may not be available to a patient if needed. The customer advised that only the on/off button and the speed dial were operational. This occurred when performing a routine nibp measurement on the patient. The customer stated that later they were unable to duplicate the reported issue. This issue is patient related; however there was no adverse patient outcome reported. No further details were provided by the customer. Physio-control has made multiple attempts to contact the customer for further information on the event and patient, but has been unsuccessful.